Manufacturer narrative:
Manufacturing site : (B)(4). The microcatheter was returned for evaluation. The tip of the microcatheter was found crushed and the distal tip was found torn off. Microscopic observation of the distal tip segment found that the end of the torn tip was flattened and the distal end of the braid tube was exposed. The tip polymer and inner jacket were stretched. Investigation of the returned microcatheter suggested that the tip polymer was stretched and torn off at approximately 2mm from the distal end of the tip, which was between the polymer-only tip segment and the tip segment with the braids under the polymer layer. The retrieved tip fragment was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress was applied on the catheter to withdraw the device while the catheter tip was trapped by the balloon of the exchange catheter. As the applied stress exceeded the product design limit, the tip was torn off. It was concluded that this event was not attributed to product quality. Although no adverse patient effects were reported, potentiality that the tip fragment of the microcatheter might be left in the patient could not be completely ruled out as the fragment was not returned. The instructions for use (IFU) states: - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, - [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a pci to treat a 90-99% occluded lesion in rca#3. An asahi guide wire was advanced under the microcatheter and crossed the lesion. The guide wire was changed to another asahi guide wire. A non-asahi exchange catheter was used to withdraw the microcatheter. When an ivus catheter was inserted for intravascular ultrasound imaging, a tip fragment of the microcatheter was observed. The fragment was pushed out of the concomitant guiding catheter and moved along the guide wire to rca#1. A snare was used to retrieve the fragment. The procedure was continued. The lesion was stented and the procedure was completed with reestablished blood flow. The physician commented that the tip of the microcatheter might have been trapped by the balloon of the exchange catheter during removal. There were no adverse patient effects associated with the case and the patient was fine without problem after the procedure.